Event description:
It was reported that ems were used during a laparoscopic hernia procedure. It was reported by the affiliate that the instruments had jammed staples. There was no consequence to the patient.